Event description:
A nurse was pulling up the sheath on the syringe and the sheath became stuck, causing her hand to slip off of the barrel and up onto the needle. The nurse suffered a needle stick as a result. The nurse followed-up by being examined in occupational health.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.